Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on (B)(6) 2021, with catalog number mcghan-120. Analysis of the returned device identified: opening on anterior and delamination of valve. Microscopic analysis was performed which identified: striated opening on anterior, delamination (<75% partial separation) and crack opening. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. A delamination partial of the valve (adhesive failure) a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.